Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a neurostimulator was dysfunctional for an undetermined amount of time. The stimulator was not working, and the patient was considering spine surgery. The dysfunction was identified through patient reporting, with the diagnostic test conducted on (B)(6) 2024, confirming the stimulator dysfunction. No action was taken, and the issue remained unresolved with no further action planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.